Event description:
It was reported that a home patient (hp) experienced a system error (se) 2240 (air in line) alarm and se 2367 alarm during drain 4 of 4 of peritoneal dialysis (pd) therapy with the homechoice (hc) device. The home hp disconnected and didn?t press stop. A baxter technical service representative (tsr) reviewed the disconnect procedure with the hp. The hp would complete therapy with manual supplies. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.